Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a gastrectomy, the firing was slow with the first reload, but the device completed firing. The second reload slowed down during firing and stopped before completion. The third reload worked properly. The fourth reload slowed during firing and stopped before completion. A new reload was used to complete the case. Seamguard reinforcement was used. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. The current patient status is revering normally.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (powered handle and 5 reloads. This evaluation was based on a technical and medical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Reload 1 was partially fired to the 5 cm cut line and displayed damage to the knife blade. Reload 2 was partially fired to the 5 cm cut line. Reload 3 was fully fired and displayed damage to the knife blade. Reload 4 was fully fired and displayed damage to the knife blade. Reload 5 was fully fired and displayed damage to the anvil clamping mechanism. All functional testing was satisfactory. Replication of this deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.